Manufacturer narrative:
It was reported that the light head allegedly has detached from the cardanic and is hanging from the cabling. The stryker field service technician went to the customer site and interviewed the nurse and the nurse stated that they were trying to get light to certain position, the light hit stop, when light hit stop, they would take light back a few inches and swing back to stop, and after multiple attempts the light fell off at the cardanic connection. The light was removed and replaced with a new camera ready light. Once removed, the light was placed to the side to be picked up to return to stryker. Prior to pick up, the light was discarded by the customer. There was no patient involvement, no injury and no adverse consequence reported. Device discarded by customer before picked up for return to manufacturer.

Event description:
It was reported that the light head allegedly has detached from the cardanic and is hanging from the cabling. There was no patient involvement, injury or adverse consequence reported.